Event description:
Follow-up was conducted and from the information obtained it was reported that the patient was last seen on (B)(6) 2013 and the device was functioning normally. The clinic was not aware of the patient's complaint of dizziness, and has not seen, or heard from this patient since (B)(6) 2013. It was noted that there are no allegations against the performance of the device or system. The device remains in use. No patient complications have been reported as a result of this event.

Event description:
The patient called to report that they have felt light headed in the shower several times. The patient noted a concern on emi (elect ro-magnetic interference) as they have a strong magnet in the door of their medicine cabinet only about two feet away from where they stand for a shower and that there is a vent fan about three feet from their heart area in the shower. The patient did take emf (electro-magnetic field) readings in the shower where they stand and the readings are as high as 5.0 milli gauss. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).